Event description:
It was reported to globus that a patient had a revision surgery due to a broken rod.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be performed as no lot number or part number was provided. Since the implant was not returned for evaluation, no determination can be made as to the cause of the breakage. Patient information has been requested and will be provided in a follow up if and when obtained. The implant has not been released from the hospital. If and when the implant is returned, a supplemental report will be filed with investigation details.